Manufacturer narrative:
The affected product was discarded by the facility and therefore, is unavailable for analysis. Without the affected product, it is difficult to determine the exact cause of the reported problem. Safety analysis: the hazard to patient safety of an external blood leak is directly related to the volume of the blood loss and the patient's current or past clinical history. Based on retrospective review of external blood leak complaints, there is a low likelihood that loss of the extracorporeal blood circuit will result in an injury. In addition, the blood loss is minimal. Follow-up action: without the affected production for investigation, it is difficult for the MFR to determine the exact nature of the reported problem. However, the MFR will continue to monitor and trend. No further reporting is anticipated. DHR review: a review of the device history records for the reported lot indicates that the lot was MFR according to MFR's specifications.

Event description:
During a dialysis treatment, there was an external blood leak immediately after the blood entered the filter. The leak was located at the blue connector on top of the filter. There was no pt injury or medical intervention.